Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tamper seals missing. The customer stated problem was duplicated. Pump was found to be displaying "46510" error code alarm message after power up. A defective microprocessor unit board was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed the error code ec 46510. No patient injury was reported.